Manufacturer narrative:
Retainer ring=missing customer complained on (B)(6) 2021 the pump loss power after moisture exposure. Complained the battery compartment and battery cap is damaged. Device passed self test, active current measurement and sleep current measurement. Device successfully downloaded to thus. Pump received with missing retainer ring. Unable to perform displacement test due to missing retainer ring. Unable to lock a test p-cap and reservoir into the reservoir compartment due to missing retainer ring. Device trace download analysis confirmed the pump alarmed power loss alarm on (B)(6) 2021 00:16:00.000 and replace battery now alarm on (B)(6) 2021 23:45:00.000. The power management graph confirmed abnormal unloaded voltage (ul vlith) and loaded voltage (loaded vlith). The power management graph also confirmed power loss alarm and replace battery now alarm were triggered due to moisture damage to the pcb1 board and pcb2 board. Found moisture damage to motor assembly, pcb1 board and pcb 2 board during visual inspection. The following were noted during visual inspection: corroded electronic assemblies, corroded battery tube, corroded motor home switch, scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, missing reservoir tube o-ring, cracked battery tube threads, faded serial number label and corroded battery cap contact. The p-cap/reservoir does lock properly. Confirmed pump alarmed power loss alarm on (B)(6) 2021 00:16:00.000. Confirmed moisture damage to motor assembly, pcb1 board and pcb 2 board during visual inspection. Confirmed corroded battery cap contact. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that insulin pump had a frequent issue with loss of power. Customer stated that they had dropped the insulin pump on the carpet in the bathroom, but there was already a crack on it from the back to the bottom of the battery compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.